Event description:
The customer reported that the cover on her pump in style power adapter was damaged, falling apart, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer she stated that she could see the inner electronics within the transformer housing. The customer also said that she would return the original product. As of the date of this report, the original product has not been received. Should the add'l info or the original product be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipping from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.